Event description:
It was reported that "during a frontal craniotomy the dissecting tool broke in two pieces. After this first event, the surgical team decided to use another one with the same lot number and the event happen again. Then, they look for a different lot number and they could perform the craniotomy without any other issue." It was reported that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tools were fractured with distal portion missing. The likely cause was identified when side load applied while not rotating. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff".

Manufacturer narrative:
Device is pending receipt for evaluation. Additional information will be provided upon completion of product analysis. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.